Event description:
It was reported during the implant procedure that the lead was to hard to pass through the patient's vessel. The lead was not implanted and there were no reported patient complications reported as a rsult of this issue.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.